Manufacturer narrative:
Lot #: the device could have been from one of the following suspect lots: g1251658 (invalid lot, possibly g151658), g152334, g150552, g151030 and g149907. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml evacuated container leaked. The rubber on the top was not sealing properly after being spiked. The rubber stopper had a gash in the top rather than a pinhole. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the suspected lot # g1251658 was manufactured on august 23, 2021. H4: the suspected lot # g152334 was manufactured on september 23, 2021. H4: the suspected lot # g150552 was manufactured on june 23, 2021. H4: the suspected lot # g151030 was manufactured on july 23, 2021. H4: the suspected lot # g149907 was manufactured on may 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and a gash in the stopper was observed in two photos. The reported condition was verified. The cause of the condition could not be determined; however, the root cause was determined to be due to a user error. A 16-gauge spike was included in the sample photo. Evacuated containers are intended to be used with a 21-gauge needle per the product directional insert. The reported leak during use was due to the spike, which is not compatible with the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.